Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester noted that the view was "blurry" when using the hemopro. It was noted that this was a "single piece" dissection tip. Outside of the leg the tip had visible scratches in concentric circles. In the leg the picture appeared blurry and "out of focus". An accessory pack was opened and the picture was quite clearer using the two piece dissection tip. The hospital did not report any patient effects. The hospital intends to return the device in question.

Manufacturer narrative:
The device was returned to the factory for evaluation. It showed no sings of clinical usage or evidence of blood. A visual inspection did not identify any non-conformities. A functional test was conducted on the dissection tip. The device was attached to a reference endoscope and viewed on a monitor; there was clear visibility through the dissection tip. No non-conformities were found during the functional testing. Based upon the received condition of the device, the reported complaint could not be confirmed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).